Event description:
Boston scientific received information that this system was exhibiting right ventricular (rv) noise which was reproducible in the clinic. The patient received anti-tachycardia pacing (atp) therapy two times with no shock therapy being delivered. A revision procedure was performed as the physician did not think the lead looked to be fully inserted into the device header and a setscrew issue was suspected. The lead remains in service and the associated device was explanted and successfully replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The lead remains in service and the device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
This device was electively removed from service due to patient condition four days following the initial observations. One year later, additional information was received confirming a lead revision procedure was performed and the pace/sense portion of the right ventricular (rv) lead was removed from service and replaced. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.